Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hand assisted laparoscopic sigmoid colon resection, the device did not fire and caused a tear in the bowel. A medical intervention was needed and the hospitalization was extended.